Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a lead with a history of noise was capped and replaced during a device change out due to normal eri. The patient was asymptomatic. There were no complications to the patient.